Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Upon investigation, the pump started, charged, and was recognized by the computer with no alerts or alarms identified. A cartridge was successfully loaded, and a bolus was delivered. The pump was found to be in working condition.